Manufacturer narrative:
(B)(4): eval: results: eval for the returned product shows that when tested using new batteries the alarm did not power on. The battery springs are bent. The nurse call functions intermittently. The alarm is an electronic device that may fail to work if subjected to severe shock, such as being dropped (bent) of immersed in liquid. The unit may stop functioning as designed. (B)(4).

Event description:
Customer reported that the battery door is missing from the alarm. Also that the alarm may power on intermittently. The issue was discovered prior to use and there was no pt contact. Eval for the returned product shows that the battery door is not missing. The battery springs are bent and the nurse call functions intermittently.